Manufacturer narrative:
On 15-nov-2021, the following additional information was obtained: intuitive surgical, inc (isi) enterprise solution manager, provided additional information was obtained about the complaint: the instrument was inspected prior to use and there was no damage identified. The physician stated the case was completed robotically, and the patient¿s current status is normal with no post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was initially reported to an intuitive surgical inc, (isi) , group product manager during a site/lab visit, that the surgeon mentioned having experienced tissue being stuck in the clevis of a force bipolar instrument which resulted in a bowel tear when sweeping the bowel or rolling to reflect tissue. The bowel tear was reportedly repaired. Isi has reached out to the surgeon for additional information but has not yet received a response.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and no other complaints related to this event could be identified. Neither a system nor instrument log review could be performed due to lack of system, procedure, and instrument details. Based on the information provided at this time, this complaint is reportable due to the following: during an unspecified da vinci-assisted surgical procedure, it was alleged that a bowel tissue injury occurred as a result of tissue being stuck in the clevis of the force bipolar instrument. The bowel injury was repaired. At this time, additional event and procedure details, severity of the complication, specific medical intervention required, and root cause of the alleged complication are unknown.